Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient saw a power on reset (por) on her patient programmer today. The patient was redirected to their health care professional. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the por just happened and the patient had contacted their doctor. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep received a message that a patient had seen an error code of ¿p4¿ on their programmer. The rep had no further information. Troubleshooting did not occur due to lack of product. The rep was scheduled to see the patient the following week. Additional information was received from a manufacturer representative after the appointment. It was reported that the battery is at end of life. The code the patient reported was por and they are scheduled for replacement. It was further clarified that the generator was 7 years old at end of life, and it was a normal service life. No further patient complications are anticipated or expected as a result of this event.